Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported since (B)(6) 2010, her blood glucose level has been elevated up to 300 mg/dl. Pt stated she thinks the infusion device delivers not enough insulin. Pt reported she took correction via the infusion device. Pt stated she was able to get her blood glucose under control by herself. Pt reported her hba1c in (B)(6) 2010, was 7.8% and in (B)(6) 2010, was 7.3%. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.